Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2013. It was noted during the procedure there were scratches on the poly bearing. The surgeon decided to use another implant to complete the procedure.

Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. A review of manufacturing history confirms four units were released for distribution. One unit was pulled from internal inventory and found to be conforming. The remaining two units have been further distributed with no other complaints for this lot.